Event description:
Incident reported as: the applier failed during surgery. Applier was jamming. No patient injury or medical intervention reported.

Manufacturer narrative:
Evaluation codes: results: the reported defect cannot be confirmed with the sample received. Based on investigation, no corrective action was taken. DHR - no issues were reported with lot# provided.